Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call she changed the reservoir and the insulin pump alarmed no delivery during prime. Blood glucose value was 127 mg/dl. The customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit and the insulin pump alarmed no delivery. She was advised there might be a reservoir occlusion. The customer did not have supplies to change the set. The customer was advised to call back to complete troubleshooting. The product was not returned for analysis.